Manufacturer narrative:
The insulin pump passed the displacement test, self test, unexpected restart error test, off no power test. The insulin pump compromised force sensor system alarm had during prime test at 1 lbs due to moisture damage on the force sensor resistor. The insulin pump was unable to perform occlusion test and excessive no delivery test due to compromised force sensor system alarm. Several history check failed alarms in the history file. The insulin pump had history check failed alarms due to a corrupted history file. The insulin pump was received with cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a history check failed alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.